Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release stent was used during a stent implantation procedure performed on (B)(6), 2013. According to the complainant, the stent was being placed to treat a bronchoesophageal fistula in the left main bronchus. Reportedly, the patient¿s anatomy was not tortuous and had not been dilated prior to the procedure. During the procedure, the physician advanced the stent into the desired location and attempted to deploy the stent. The physician noted on fluoroscopy that the stent was slightly released but the physician was unable to fully deploy the stent. The partially deployed stent was removed from the patient. Another ultraflex tracheobronchial distal release stent was implanted to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the distal end of the stent was partially deployed by 24 mm. During analysis, it was possible to retract the remainder of the deployment suture thread and deploy the stent without any issue. No issues were noted with the deployed stent or the shaft of the device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial distal release stent was used during a stent implantation procedure performed on (B)(6) 2013. According to the complainant, the stent was being placed to treat a bronchoesophageal fistula in the left main bronchus. Reportedly, the patient's anatomy was not tortuous and had not been dilated prior to the procedure. During the procedure, the physician advanced the stent into the desired location and attempted to deploy the stent. The physician noted on fluoroscopy that the stent was slightly released but the physician was unable to fully deploy the stent. The partially deployed stent was removed from the patient. Another ultraflex tracheobronchial distal release stent was implanted to complete the procedure. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.